Event description:
A malfunction alarm occurred, identified as malfunction code 0. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was informed to call back if the issue reappears and acknowledged the instructions.